Event description:
The customer reported that the pt was switched to this freedom driver and after 15 minutes, the freedom driver exhibited a fault alarm. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The alarm history (eeprom) data also confirmed the customer reported fault alarm attributed to a malfunction of the main pcba. The fault alarm alerted the patient to switch to the backup driver. The driver alarmed fifteen minutes after startup, confirming the customer-reported fault alarm. The fault alarm prevented the kink test from being performed; it can only be performed after the first fifteen minutes from startup when the low cardiac output alarm becomes active. The root cause of the fault alarm was the broken u21 pressure sensor. The u21 pressure sensor was replaced and the driver passed all final performance testing. The customer-reported fault alarm posed a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the patient was switched to this freedom driver and after 15 minutes, the freedom driver exhibited a fault alarm. The patient subsequently switched to a backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed a broken nipple on the u21 pressure sensor of the main printed circuit board assembly (pcba). The customer-reported fault alarm occurred after startup. The damaged u21 pressure sensor is most likely the result of impact shock.